Event description:
Boston scientific crm received information that this left ventricular lead exhibited high thresholds and high impedance measurements greater than 2000 ohms. A revision procedure has been scheduled. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Additional information became available that this left ventricular lead continues to exhibit high out of range impedances measurements of greater than 2000 ohms. Boston scientific technical services (ts) was consulted and inquired about the other measurements, all have been within normal limits. The health care professional inquired as to how to disable alerts for impedance out of range measurements. Ts walked them through how to do this, and now the alerts are disabled. The plan is to leave lead implanted and continue to observe. To date, no adverse patient effects have been reported.